Manufacturer narrative:
(B)(4). This complaint for a system error 2367 alarm was not confirmed. The sample was not returned for evaluation. The cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be submitted if any additional information is received.

Event description:
The customer contacted baxter's technical service center and reported a system error 2367 on the homechoice (hc) during dwell 2 of 4 after they recycled power. The technical service representative (tsr) will swap the device. The patient did not report any defects with the cassette. No patient injury or medical intervention was reported. No further information is available.